Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was explanted due to product performance issue. Additional information indicated that the lv lead was dislodged which was confirmed via fluoroscopy. No additional adverse patient effects were reported.